Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "breast hardening". Clarification : last known device serials per internal database (B)(4).

Event description:
Patient reported that the implant had ruptured. Patient also reported breast hardening. This record is for an unknown side. Device has been explanted.